Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report adverse events and product complaint (pc), concerned a female patient of unknown age and origin. Medical history was not provided. Concomitant medications included glucagon and unspecified rapid insulin for unknown indication. The patient received human insulin isophane suspension (rdna origin) (humulin nph 100u/ml) cartridge via reusable humapen (unknown type), 10 units, for the treatment of an unknown indication, beginning on an unknown date of (B)(6) 2025. Route of administration was not provided. On (B)(6) 2025, during human insulin isophane suspension, 40 minutes after the injection, she experienced severe hypoglycemia and ended up in the hospital. She did not have her glucagon with her and could not treat herself. She used to take 3 units of rapid insulin (name not available) and 10 units of human insulin isophane suspension. She was not sure if she followed the dosage correctly (possible incorrect dose). Her husband indicated that he found the cartridge had a gelatinous, somewhat stringy appearance inside, it was not homogeneous. However, the pen (humapen) was well shaken and its white (pc: (B)(4)/lot # unknown). Information regarding the corrective treatment, outcome of the events and status of human insulin isophane suspension treatment was not provided. The operator of the reusable humapen (unknown type) was patient and training status was unknown. The general reusable humapen (unknown type) duration and the suspect reusable humapen (unknown type) duration of use was approximately two months. The action taken with suspect reusable humapen (unknown type) and its return status was not provided. The reporting consumer did not provide the relatedness of the events with human insulin isophane suspension treatment or reusable humapen (unknown type). Edit 29apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to report adverse events and product complaint (pc), concerned a female patient of unknown age and origin. Medical history was not provided. Concomitant medications included glucagon and unspecified rapid insulin for unknown indication the patient received human insulin isophane suspension (rdna origin) (humulin nph 100u/ml) cartridge via reusable humapen (unknown type), 10 units, for the treatment of an unknown indication, beginning on an unknown date on (B)(6) 2025. Route of administration was not provided. On (B)(6) 2025, during human insulin isophane suspension, 40 minutes after the injection, she experienced severe hypoglycemia and ended up in the hospital. She did not have her glucagon with her and could not treat herself. She used to take 3 units of rapid insulin (name not available) and 10 units of human insulin isophane suspension. She was not sure if she followed the dosage correctly (possible incorrect dose). Her husband indicated that he found the cartridge had a gelatinous, somewhat stringy appearance inside, it was not homogeneous. However, the pen (humapen) was well shaken and its white (B)(4)/lot#: unknown). Information regarding the corrective treatment, outcome of the events and status of human insulin isophane suspension treatment was not provided. The operator of the reusable humapen (unknown type) was patient and training status was unknown. The general reusable humapen (unknown type) duration and the suspect reusable humapen (unknown type) duration of use was approximately two months. The action taken with suspect reusable humapen (unknown type) and its return status was not provided. The reporting consumer did not provide the relatedness of the events with human insulin isophane suspension treatment or reusable humapen (unknown type). Edit 29apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 09-jun-2025: information received from initial reporter on 05-jun-2025. No new medically significant information was received and hence no changes were made to the case.

Manufacturer narrative:
A follow-up report will not be submitted because the initial report was submitted in error as the product complaint was not attributed to a serious injury or death, and a reportable malfunction was not identified.